Manufacturer narrative:
A review of documentation supplied with the implant states that the implant must be charged every 30 to 90 days to avoid battery depletion. Based on the information received, the cause of the reported incident is consistent with user error.

Manufacturer narrative:
B3-date of event is estimated.

Event description:
It was reported the patients thoracic ipg was unable to function properly as patient finds it difficult to charge and stopped charging the device. As such, surgical intervention may be pending to address the issue at a later time.

Event description:
Additional information received reports that the patient underwent surgical intervention on (B)(6) 2025 in which the ipg was explanted and replaced.